Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. As the 2.0x20mm maverick 2 balloon was inflated the balloon ruptured at 13 atm. The procedure was completed with another the 2.0x20mm maverick 2 balloon. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).